Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the black box confirmed cs 052 alarm on 02/15/2015, pump powers up powers on with audible, vibe and displays a hard cs052-0001 instead of verifying screen. The end user code was reloaded and cs 052 alarm was cleared - corrupted software.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a cs 052/053/054/055 sleep issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.